Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stent implant procedure for a 5cm malignant tumor performed on (B)(6), 2011. According to the complainant, the target lesion was in the esophagus with 95% stenosis. The anatomy was reported as tortuous. After the target lesion was predilated, the stent was delivered to the target lesion, but significant resistance was encountered and the stent could not cross the target lesion. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was used during an esophageal stent implant procedure for a 5cm malignant tumor performed on (B)(6), 2011. According to the complainant, the target lesion was in the esophagus with 95% stenosis. The anatomy was reported as tortuous. After the target lesion was predilated, the stent was delivered to the target lesion, but significant resistance was encountered and the stent could not cross the target lesion. The procedure was not completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination revealed that the stent delivery system was returned with the deployment thread detached from the silastic band. Visual examination of the shaft noted that it was kinked at various intervals along its length. The stent was deployed and it released freely with no issues noted. No further damage was noted with the returned device which could have contributed to the reported complaint. Based on the evaluation conducted, no definitive root cause could be determined. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.